Event description:
The infection was confirmed to have been at both the generator and lead site.

Manufacturer narrative:
Device evaluated by MFR? Device return is not needed as the event is not related to the suspect device but the procedure.

Event description:
It was reported that patient is having her generator and lead removed due to an infection. The patient¿s devices were recently implanted. Device history records were reviewed for the generator and lead. Both devices were hp sterilized and passed all specifications prior to distribution . No additional or relevant information has been received to date.